Manufacturer narrative:
Additional information was received that no coronary occlusion occurred. No pre-balloon aortic valvuloplasty (bav) was performed. The post bav was performed for valve expansion. The cause of death was unknown however per the physician, the valve did not cause or contribute to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve into a patient with an existing failed 23mm non-medtronic valve, the valve was deployed at an average depth of 7mm below the annulus. A post-implant balloon aortic valvuloplasty (bav) was performed using a 21mm non-medtronic balloon. Following the bav, root angiography was performed and showed no paravalvular leak (pvl). Both coronary arteries filling with contrast were noted. It was reported that two non-medtronic device deployments were performed during the procedure and the first non-medtronic deployment was retrieved due to basket abnormality. Post-implant echocardiogram showed no pericardial effusion or wall motion abnormalities. No pvl was noted. The mean gradient measured 6.7mmhg with no electrocardiogram changes observed. One day following the valve implant procedure, the patient developed sudden onset of pain and collapsed. Subsequently, the patient died. The physician attributed coronary occlusion as the cause of death, but the specific cause of death was unknown.